Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Device evaluated by manufacturer? Not returned by patient.

Event description:
It was reported that: an x-ray examination revealed a fracture of the conical connection between the shaft and the neck part of the prosthesis. Of the prosthesis in the femur close to the body. Outcome - revision due to implant fracture.

Manufacturer narrative:
Investigation results were made available. D10: associated products: revitan proximal part, ref 01.00402.065, lot: 2948225. Cocr head, ref 01.01012.368, lot: 2914644. Review of event description: the patient was implanted with a total hip endoprosthesis in the right hip in 2006. After 10 years in vivo, the patient underwent a revision surgery in 2018 due to an accident resulting in a periprosthetic femur fracture. The stem was replaced by a revitan revision stem. During a radiographic examination on (B)(6) 2021, a fracture was noted between the distal and proximal revitan stems. The patient underwent revision surgery on (B)(6) 2021. He denies any traumatic event as the cause. Review of received data: x-rays: a total of six undated x-ray images were received. Two x-ray images show the situation after the revision on (B)(6) 2021 and therefore do not provide any relevant information. Two radiographs show the situation after revision (which presumably took place in 2018). The images show a right total hip arthroplasty and 4 cerclage wires placed around the distal stem (the most proximal cerclage wire is at the level of the conical connection). In the m/l view, there appears to be a fissure in the cortical bone in the area of the distal third of the stem. Two radiographs show the fractured revitan stem. The fracture runs through the pin of the distal revitan stem. The proximal revitan stem is tilted medially. There is a sclerotic line lateral to the proximal stem. The locking mechanism of the cerclage wires appears to be frayed. There appears to be a fissure in the cortical bone in the distal third of the stem. Surgical reports: extracts of the revision report (which presumably took place in 2018): diagnosis: periprosthetic femur fracture right. Treatment: stem replacement to a cementless revision stem, cerclage wires (revitan stem 16 x 200 mm, proximal revitan stem 65 mm, metal head 36 xl). Indication: hip implantation more than 10 years ago. Now accident resulting in a periprosthetic femur fracture vancouver 2b. Procedure: lateral approach according to bauer. Display of the fracture, which extends to approx. 1 cm below the tip of the prosthesis. The prosthesis is loose. Removal of the prosthesis. Fixation of the fracture with 4 cerclage wires. Reaming of the femoral canal up to a size 18 awl. Insertion of the curved trial stem 18/200 and the neck part 65 mm. Insertion of the final prosthesis and metal head 36 xl. No luxation tendency. Radiographic examination shows correct placement of the prosthesis. Extracts of the revision report (assumed on (B)(6) 2021): diagnosis: fracture of the conical connection of the revitan revision stem status post stem revision due to periprosthetic femur fracture on (B)(6) 2020 (please note, this date does not match with other information received) status post htep primary implantation 2006 (acetabular cup from depuy pinnacle 56 with metal inlay). Treatment: revision of the right hip joint with removal of the proximal part of the hip prosthesis and removal of the stem via a femoral osteotomy and removal of the inserted cerclage wires, in this case multiple fragment fracture of the distal femoral diaphysis, open reduction and retention by means of distal a ncb plate 15-hole from zimmer and reimplantation of the stem prosthesis (from brehm). Procedure: lateral approach according to bauer. Display and removal of the proximal prosthesis, which is in a varus position and sintered. The cup and inlay are firmly fixed and remain in-situ. There is no evidence of metallosis. Femoral osteotomy measuring 4 x 2 cm distal to the tip of the stem. Pushing out the distal prosthesis from distal to proximal is not successful. Therefore, extension of the osteotomy to proximal and removal of the cerclage wires. After removal of the bone flap, careful chiseling along the stem. Thereby, a multifragmentary femoral fracture is created around the distal prosthesis and distal to it. Removal of the stem and reimplantation of the bone flap. Fixation with cerclage wires and a 15-hole plate and screws. Implantation of a brehm stem 16 x 260 mm, with original neck part m lateralized and a metal head size 36. Since the acetabular components were left in situ, there is a mix and match with the head (from zimmer). Product evaluation: the products were handed over to the patient and remain in the patient's possession. Therefore, no visual examination could be performed. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was not approved by zimmer biomet, since zimmer biomet devices were combined with devices from another manufacturer (acetabular cup and possibly the inlay from depuy), which is considered off-label use. DHR review: review of the device history records identified no relevant deviations or anomalies during manufacturing. Conclusion: the patient was implanted with a total hip endoprosthesis in the right hip in 2006. After 10 years in vivo, the patient underwent revision surgery in 2018 due to an accident resulting in a periprosthetic femur fracture. The stem was replaced by a revitan revision stem. During a radiographic examination on (B)(6) 2021, a fracture was noted between the distal and proximal revitan stems. The patient underwent revision surgery on (B)(6) 2021. He denies any traumatic event as the cause. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the medical records provided, a pin fracture of the distal revitan stem can be confirmed. The revitan stem components have not been provided; therefore, a detailed assessment could not be performed. The revitan stem was combined with an acetabular cup and possibly an insert from another manufacturer, which is considered an off-label use. Whether this off-label use led or contributed to the reported event remains unknown. Based on the investigation a definite cause could not be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.